Manufacturer narrative:
Results, conclusion: other (lack of info).

Event description:
The pt has stable angina at time of procedure. There were two lesions treated approx 19 months ago. One endeavor stent was successfully implanted in the mid lad (3.5x15mm) and one endeavor stent was successfully implanted in the proximal lad (3.5 x 18mm) (ref:mdr2953200-2008-00335). It was reported the pt was seen at 30 days and 6 months post stent implant follow up, pt was asymptomatic. Pt suffered a sudden death 10 months post stent implant. Autopsy report is not available. The investigator has indicated that death was not related to the endeavor stent. Medications prescribed at the day of procedure were as follows: aspirin = 75mg; clopidogrel = 75mg. Please note that this device is not distributed in the united states.